Manufacturer narrative:
(B)(4). As no lot number was provided, a review of the device history record could not be performed. All process and test criteria are verified as complying with the finished product specifications for all released lots. A review of historical complaint data displayed no increase in trends.

Event description:
According to the reporter, the patient had mesh implanted on (B)(6) 2003 to treat pelvic organ prolapse. She is experiencing recurrent vaginal discharge and bleeding. She has since had four mesh trims due to partial exposure. Additional information has been requested but nothing further is available.